Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt. It was reported that the patient was born at 28 weeks with a grade 3 brain bleed which developed into a grade 4 hydrocephalus. The patient's first ventriculoperitoneal (vp) shunt was at 6 months of age, 2 revisions at age 7 in 2010, another revision in (B)(6) 2023 and then again in (B)(6) 2025. They were diagnosed with celiac disease in 2018 at age 16. In (B)(6) 2024, it was determined that the cerebrospinal fluid (csf) and shunt tubing material was infected with c. Acnes that caused severe abdominal pain and profound fatigue. So, in (B)(6) 2024, an endoscopic third ventriculostomy (etv) was performed and ultimately failed and then another vp shunt was done in (B)(6) 2025. It was stated that the only reason why the infection was discovered was because the surgeon opened the patient up and tested the end of the shunt and the csf. Any CT/MRI, bloodwork, temperature readings presented as ¿normal¿. Once the vp shunt was removed, the abdominal pain stopped immediately.